Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "guidewire was unable to pass through the iab" is not confirmed. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. The iab had no visual bends, kinks or abnormalities. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. No further action required at this time.

Event description:
It was reported that the event occurred during use at insertion. The guidewire was unable to pass through the intra-aortic balloon (iab). As a result, the iab was removed and another iab was used to complete the therapy at the same insertion site. There was no delay or interruption in therapy and no medical intervention required. There was no reported patient death or patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use at insertion. The guidewire was unable to pass through the intra-aortic balloon (iab). As a result, the iab was removed and another iab was used to complete the therapy at the same insertion site. There was no delay or interruption in therapy and no medical intervention required. There was no reported patient death or patient complications.